Event description:
A female pt contacted her lifecor patient service rep (psr) who in turn contacted lifecor customer support. Support called the pt and the pt reported that her charger would not display any lights at all. She stated that all of the connections were in place and that the charger was not connected to a wall outlet activated by a switch. The psr went to the pt and replaced the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power brick was defective. The charger was fully functional with other power bricks. The power brick was repaired and restocked. The root cause of the defective power brick is unknown but is likely random component failure. No adverse event resulted from the damaged battery charger. The pt rec'd a replacement battery charger.